Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardiac monitor (icm) exhibited noise. Programming changes were made. There were no consequences to the patient.